Event description:
It was reported that the 9800 system during operation burned out and started emitting smoke. No pt injury was reported.

Manufacturer narrative:
The customer canceled the service call. Attempts were made to obtain more info on 04/12/2010, 04/22/2010, 04/28/2010.